Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device was used. Decontaminated. Peeling downstream occlusion (dso) seal and air detector, worn upstream occlusion (uso) seal. No evidence to review in event history log (ehl). Performed functional testing and visual inspection. The reported "peeling dso seal and air detector" problem was verified by visual inspection. The root cause was the dso seal and air detector. Replaced the dso seal and re glued air detector to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a peeling downstream occlusion seal and air detector. There was no patient involvement.